Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that during knee arthroplasty, the provisional broke. Another device was used to complete the surgery and no pieces were retained in the wound.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and reported event was confirmed. Visual inspection of the returned tasp revealed that the device has fractured on the lateral side of the post, all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined a known trend for this specific event. Ps tasp components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).